Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code and internal rattling occurred during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the device with signs of fluid ingression; tamper seal was intact. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. Found back-up-capacitor had a broken wire which caused the error code 1720 on the pump display and the foam pad was pulled off causing the noise. Recommended back-up-capacitor to be replaced as corrective action. The root cause of the reported issue was traced to user interface. The product is 15 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).